Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation at the time of the device change out, high impedance and fracture were observed. The lead was capped and replaced on (B)(6) 2017. Patient was asymptomatic before, during and after the procedure. There were no complications.